Event description:
It was reported that the customer experienced high and low blood glucose levels. The low blood glucose reading was 55 mg/dl. The customer stated that she got her stents taken out and was taken off insulin pump therapy. The customer stated that the device was taken off at midnight, and by morning, the blood glucose reading rose to the 500 mg/dl range. She advised that she had observed a low blood glucose, ate candy and the high blood glucose resulted. She declined troubleshooting assistance. She mentioned that she changed the infusion set but forgot to fill the tubing, so when she went to eat, she did not receive any insulin. She advised that she was able to resolve the issue when she arrived home. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.